Event description:
It was reported that the artificial urinary sphincter (aus) never worked. A revision surgery was performed in which it was noticed that the cuff had a hole, causing a system fluid leak. The cuff and pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that the artificial urinary sphincter (aus) never worked. A revision surgery was performed in which it was noticed that the hole had a hole, causing a system fluid leak. The cuff and pump were removed and replaced. No patient complications were reported.